Manufacturer narrative:
The problem was detected during testing before patient therapy. There was no patient involvement or therapy delay. Based on this information, the reported issue has been deemed not reportable, as the event does not present a potential risk of patient harm or injury as the unit was not in therapeutic use.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 25feb2021.

Event description:
The customer reported the settings on their v60 "jumping all around" when selecting a setting to adjust. The customer states that when they chose a setting "the numbers go up and down by themselves." Having recently uploaded the 3.0 software they are concerned that this created the problem. The field service engineer (fse) was engaged and he directed them to it most likely being a nav ring issue. Their biomed is working with the fse to get the issue resolved. It is unknown if the device was in use on a patient at the time of the reported problem.